Event description:
A customer reported a malfunction with malf 12 code on their device. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurs and acknowledged the instructions.